Manufacturer narrative:
Lot review: a two year review showed this to be the only complaint logged for this hospital. Visual analysis: 1/26/2017 - received: one used bag spike with side clave port; one used ch2000s-c, spinning spiros, lot# is unknown; one used c-clip lot# unknown; one used baxter 25ml saline IV bag; one used carefusion pumpset. Connections- baxter 25ml saline IV bag -- bag spike with side clave port -- carefusion pumpset -- c-clip - ch2000s-c, spinning spiros. The device was flushed and no leaks were observed. Functional testing: the entire fluid circuit was pressure leak tested. No leakage was observed at any connection along the fluid path and with the spinning spiros in the activated or unactivated positions. Final summary: the complaint of fluid leaking at the spinning spiros connection to the carefusion male spin luer was unable to be confirmed. The spinning spiros and the entire fluid circuit was pressure tested without any leakage observed.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# is unknown. Report states: nurse reported the drug vincristine leaking between the spiros device and the tubing connector. Nurse used the c-clip as instructed. Once she noticed the leak she tried to re-tighten the connection. There was no "click" or good confirmation of connection. The pharmacy did have to draw a new medication for the patient. No adverse patient/clinician consequences reported.